Manufacturer narrative:
The fse will be implementing the fco at the customer site. (B)(4). (B)(6).

Event description:
The customer reported their surveillance was experiencing the 2018 adt reboot issue. There was no patient incident.